Event description:
It was reported that during in clinic follow-up, the atrial lead exhibited increased capture threshold. The lead also exhibited inappropriate auto mode switch episodes due to oversensing of external noise. No intervention was reported and no adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.